Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant experienced left-sided capsular contracture grade IV, and right-sided paresthesia, breast pain and device migration post procedure. The report indicating that the patient is having pain & sensitivity because of grade IV capsular contracture, displaced implant which slides around and runs into her arm on the left, and right-side slides around and moves and has burning sensation, painful & sensitivity with touch. As a result, patient scheduled for bilateral replacements with unknown mentor prosthesis on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3505004bc, sn#: (B)(6) r/ cat#: 3505004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4) section d9 mistakenly not selected in initial report. Correction: device available for evaluation? No.